Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "a dorsal wedge osteotomy was performed to achieve increased radial height and correct the distal dorsal deformity of the radius. The plate was fixed distally using locking screws, and with the use of a lamina spreader, greater radial height was obtained, which was confirmed via x-ray. The plate was then fixed proximally using a cortical screw; however, plate failure was observed due to bending. As a result, the surgeon proceeded to remove the plate and replace it with a new one.".

Event description:
As reported: "a dorsal wedge osteotomy was performed to achieve increased radial height and correct the distal dorsal deformity of the radius. The plate was fixed distally using locking screws, and with the use of a lamina spreader, greater radial height was obtained, which was confirmed via x-ray. The plate was then fixed proximally using a cortical screw; however, plate failure was observed due to bending. As a result, the surgeon proceeded to remove the plate and replace it with a new one."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received device was visually inspected and found to be bent at the section of the oblong hole. Heavy deformation is evident in the form of deep scratches, which have caused a dent inside the blade, indicating the application of significant force. Additionally, prominent marks are visible near the oblong hole, suggesting that the plate was held at this section for contouring or bending. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to user related as the device deformation indicate application of excessive force while contouring the device. If more information is provided, the case will be reassessed.